Manufacturer narrative:
Device evaluation summary: the inner member, balloon and distal tip were detached from the delivery system and was entrapped on the guidewire. It was not possible to remove the detached section from the guidewire. The guidewire was measured and confirmed to be 0.014 inch. The balloon material appeared bunched. Severe stretching was evident to the inner member. Distal tip appeared stretched and deformed. The inner member appeared torn and uneven at the detachment location. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a sprinter legend rx ptca balloon catheter to treat a heavily calcified lesion in the lad. There was no damage noted to the packaging or any issues noted when removing from the hoop. The guide wire was examined and flushed before use with no issues noted. The sprinter legend balloon was inspected prior to use. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. On first inflation, the balloon was inflated to 14 atm and got stuck on the 0.014"x300 cm non-medtronic guidewire. It was reported that the device was unable to be removed from the guide wire. The sprinter legend and the guidewire were removed together from the patient. It was informed that the balloon came off the wire. No patient injury was reported. Analysis of the returned device revealed the inner member, balloon and tip had detached from the delivery system and were entrapped on the guide wire.